Event description:
A (B)(6) male underwent evar on (B)(6) 2009. A flex main body was selected and intended to be inserted from pt left side. After the device was unpacked and observed under fluoroscopy, the tick mark appeared at the pt's left side when the device's side arm and trigger wire release mechanism pointed to 10 o'clock orientation. The surgeon turned the device counterclockwise to rotate the whole device; and the tick mark appeared at pt's right side when side arm and turn point to 7 o'clock. The device was inserted inside pt body with side arm and turn point to 7 o'clock. After the device approached at the correct position below the renal artery, the tick mark position was checked again to confirm the positive tick mark was at the pt's right side. The sheath was withdrawn and the graft was deployed. When the graft's contralateral limb was deployed, it suddenly changed to a reverse tick mark at pt's right side. The contralateral limb was deployed at the posterior position. The physician wanted to cannulate the short limb but failed to do this after trying several angiographic catheter and guidewire combinations. He then tried to go top down technique by deploying the suprarenal stent first and placing the guidewire from top to right common iliac and snare. When the physician removed the knob and tried to pull the black trigger wire release mechanism, he could not manage to do this and found a very large tension inside. The top cap and dilator appeared to deflect under fluoroscopy when he used his extra force to pull the trigger wire. The trigger wire seemed to be trapped and tight inside the top cap. He tried several attempts and only a few cm of trigger wire can be pulled away. At this time, he gave up to pull this by force. It was recommended to the surgeon to loosen the pine vise first; then retract the inner cannula while grey positioner stabilize with the aim to relieve the tension of the trigger wire. However, the trigger wire could only be removed for a few centimeters then trapped again. A recommendation was made for the physician to do alternative trigger wire release method, which the doctor followed. The black trigger wire was first cut away from the black hub. The ipsilateral limbs were deployed and white trigger wire was removed. A forcep was used to hold the black trigger wire. Then the pine vise was loosened and the grey positioner with the black sheath was pushed inside the pt's body while maintaining the inner cannula position. When the grey positioner was pushed inside the graft, the doctor can pull away the whole black trigger wire out completely. After the inspection, there is a sharp bend located a few cm from the top of the trigger wire. The doctor then performed the cross over technique. The soft guide wire was inserted from pt ipsilateral side until inside graft. The wire then curve away from the contralateral limb and caught by the snare. A coda balloon was then inserted from contralateral side through the cross over wire and placed at the middle portion of the graft. When the balloon was inflated, another doctor deployed the suprarenal stent successfully with level below the renal artery. Then the balloon was deflated, and the top cap was docked. The main body grey positioner with top cap was removed successfully. Then the contralateral and ipsilateral legs were deployed as usual procedures. The final angiogram showed no endoleak was found and evar procedure ended. The pt status is normal. No pt harm was reported.

Manufacturer narrative:
(B)(4). Eval: the development of the zenith device followed and successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. Each device is shipped with an IFU describing the indications for use, contraindications, warnings and precautions, the correct deployment procedure. The IFU also recommends using a cook lunderquist extra stiff wire guide (les). Use of this specific wire guide could prevent/reduce this failure mode from occurring and/or reduce the probability of the worst case severity occurring. A physician reference manual is available to all using physicians, which lists troubleshooting techniques that, if followed, could reduce the occurrence or reduce the likelihood of the worst case severity occurring from this failure mode. The proximal trigger wire contains an etch mark that is specified to be at certain location relative to the top cap. Location of this etch mark is verified on each device. A change request was implemented to the loading procedures, that will possibly prevent damage to the trigger wire. An alternate deployment sequence has been approved and distributed to using physicians regarding difficulty in removing the proximal trigger wire. This deployment sequence will enable the physician to reposition the top cap with respect to the suprarenal stent and subsequently releasing tension from the trigger wire allowing it to be removed. This change request was effective on 02/06/2009. A definitive cause cannot be reported at this time. There is no info regarding the condition of the anatomy. Prior to removal of the proximal trigger wire, it appears the orientations of the gold check mark could not be clearly established. It may be possible the difficulties encountered while trying to properly orientate the check mark and/or cannulate the contralateral limb may have exacerbated the difficulty of removing the trigger wire. Without films and/or add'l info, this cannot be concluded at this time. It is reported that the device, or at least a portion of it, and images of the procedure will be returned. However, at this time, nothing has been received. We will continue to monitor for similar incidents.